Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the d4 primary UDI number and the h4 device mfg date. Updated fields; d4, h4.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited detached bending section. There was no patient involvement.